Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: previous gastrointestinal bleeding is covered under MFR. #2916596-2021-07414. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently diagnosed with terminal invasive bladder cancer, but had no desire to pursue home hospice. Per their wife, they had developed rectal bleeding at home on (B)(6) 2024 and were very lethargic. The patient refused to go to the hospital. The patient passed away on (B)(6) 2024. The patient had been off acetylsalicylic acid and warfarin since 2021 due to history of gastrointestinal bleeding. Their death was not thought to be device related and their device operated as expected. There would be no autopsy performed.